Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile, cat. #3502350, serial (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation surgery with mentor smooth round moderate plus profile 350 cc saline breast prostheses when the left prosthesis deflated after implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2017.

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device a was returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation (pe) team observed valve strap broken. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were discovered. The device b was returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Visual examination indicates the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No anomalies were discovered. Complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Mentor received two devices (device a and device b) for this event. A complaint was alleged against only one of these devices. It is uncertain which of the two analyzed devices is the suspect medical device. Manufacturer¿s reference number: (B)(4).